Manufacturer narrative:
No samples or photos were available for evaluation. With the lack of sample, provided, bd was unable to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. Although the complaint could not be confirmed, the root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and properly discards any affected product. Bd will replace all discarded applicators with unaffected bd product . H3 other text: device not returned.

Event description:
Material no.: 930815; batch no.: 0327868. It was reported that the lid of the applicator popped off and the glass and liquid sprayed everywhere. Per email: this call was transferred to "tempe pi tech services" queue today in error." Here's the information I received complaint on bd chloraprep catalog #930815/lot #0327868 cholr-prep. Reported issue: customer stated when the nurse goes to crack the handle the lid pops off and glass and liquid sprays everywhere.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: 0327868. It was reported that the lid of the applicator popped off and the glass and liquid sprayed everywhere. Per email: this call was transferred to "tempe pi tech services" queue today in error." Here's the information I received complaint on bd chloraprep catalog #930815 / lot #0327868 cholr-prep. [Omitted]. Reported issue : customer stated when the nurse goes to crack the handle the lid pops off and glass and liquid sprays everywhere.